Event description:
A malfunction alarm, specifically noted as malfunction code malf 0, was reported. The impact on the customer's blood glucose level was not clearly reported, as they declined to answer whether it exceeded 500 mg/dl. No corrective actions were taken as the caller was not with the patient, who was at school without the charging pad, with plans for the caller to reach out once they have the device. Issue was resolved pump reset in a separate case.